Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 71 mg/dl at the time of the incident. The customer stated the insulin pump was not working. The customer was not doing anything, the insulin pump error occurred multiple times. The customer reported that they were able to clear the alarm and were able to rewind the insulin pump. The alarm did not occur immediately after a battery change. The insulin pump error alarmed had occurred more than once after a battery change. The customer was recommended to refer to back-up plan per the healthcare professional¿s instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected after battery insertion pump error 23 or 49 alarms noted during testing. (B)(4).